Event description:
A hospital in (B)(6) reported via a distributor that an rt200 adult dual heated breathing circuit had bent pins. The hospital noticed that the heater wire pins were bent prior to patient use.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned breathing circuit was tested for bent pins. Results: the inspiratory limb heater wire pin on the breathing circuit was bent, preventing full insertion of a heater wire adaptor. A lot check revealed no other complaints of this nature for lot number 091209. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that failed are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by health care facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Damaged pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).